Manufacturer narrative:
Exemption number e2015055. Approx 5 devices were received for evaluation. Device evaluation confirmed 5 devices for the reported event. 2 devices were affected by a worn boot. Approx 2 devices were found to have lubrication leaking from the device. Approx 1 device was found to be leaking; however, no device failure was found. There were no remedial actions taken. This device is not labeled for single-use

Event description:
This report summarizes 5 malfunction events in which the device reportedly leaked. There was no patient involvement; no patient impact.